Event description:
Information provided by the patient's attorney, indicated the patient alleges the following issues: the patient experienced the scs system "malfunctioning". The patient's scs system was explanted. Additional information is needed to clarify the nature of the patient's issues. Sjm was made aware of the issues on (B)(6) 2014, and the patient's scs system was not evaluated by an sjm representative to verify and/or troubleshoot any of the additional reported issues prior to explant.

Event description:
Device 1 of 2 reference MFR. Report: 1627487-2015-03102 additional historical information received from the medical chart review identified that prior to explant the patient also experienced an infection at the ipg pocket site on (B)(6) 2013 which resolved on (B)(6) 2014. It was also reported the patient's scs system was explanted due to ineffective stimulation which was not resolved with reprogramming. The scs lead is being reported as device 2. Additional information is needed to clarify the nature of the patient's issues. Sjm was made aware of the issue on (B)(6) 2015, and the patient's scs system was not evaluated by an sjm representative to verify and/or troubleshoot the reported issue prior to explant.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.